Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue regarding the 180 scope not connecting, was confirmed, and was noted to be due to a faulty patient board set. The reported issue regarding 190 scope, ¿image disappears after 90 seconds¿ was not confirmed. It was noted that patient board set needs to be replaced. There was no issue with the images when tested with 190 scope. Software update was recommended to address the reported issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii video system center would not connect to the cv-180 scope and the image on the 190 scope disappeared after 90 seconds. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the cv-180 was not detected because the operation amplifier malfunctioned. The root cause of this event was unable to be identified. Additionally, the root cause of the cv-190 scope not detecting and loss of image was unable to be identified, as the events were unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.